Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Fse found that the screen went blue, then restarts after the philips logo appeared during the startup process. Fse tried to re-plug the memory bars, graphics cards and hard drive, but the problem was not resolved. It was confirmed that the software backup needs to be re-installed. To resolve the issue, fse restored the backup, and the system was returned to good working condition. The codes were updated based on the investigation outcome. The health impact code was corrected.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.